Manufacturer narrative:
Pump received with the operating currents within specification. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Pump passed the dat test. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 700 mg/dl. Customer had symptom of high blood glucose; customer had excessive thirst, frequent urination, nausea and headache. Customer was hospitalized due to diabetic ketoacidosis and was in a coma for four days. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Insulin pump would be replaced as customer does not believe that insulin pump is working as designed.